Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse performed multiple interventions, upon further troubleshooting the failure mode was identified as defective r2(reagent 2) mix assembly. The fse replaced the r2 mix unit assembly which resolved the issue. No further issue was noted after part replacement. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the au5800 clinical chemistry analyzer generated erroneously high glucose patient results. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics. The exact number of patients affected is unknown.